Event description:
Patient is reporting, they have been experiencing pain at the hernia site since three months after the implant surgery.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.